Event description:
It was reported that the patient was admitted to the hospital for seizures. The patient was noted to have a traumatic brain injury and had a history of seizures. The seizures had reportedly progressed to status epilepticus per the health care provider (hcp). As a result of the event, inpatient admission occurred to stop the seizures. Medical intervention also occurred, treatment for the status epilepticus, however specific treatment was not provided. The device system was used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Conclusion codes no longer apply to this event; the conclusion code has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the last time the patient's dose was increased in 2014, the patient had seizures so they turned the pump down; the pump dose was decreased in 2014 when the seizures occurred. The consumer initially stated that the patient didn't have a seizure issue prior to pump implant, and then clarified that the seizures were not related to the pump. The symptom was reported as sudden. The consumer thought the patient had lioresal in the pump. Another supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 8709sc lot# n186100023, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the dosage of compounded baclofen being delivered by the patient's pump was 350.78mcg. The dose was currently being reduced by ten percent weekly, starting the week prior to (B)(6) 2013. The start of baclofen intrathecal treatment had been (B)(6) 2009. The end date for baclofen intrathecal treatment was listed as "ongoing; plan for gradual wean". It was noted the patient's dosage had been low for much of the time the patient had been on the pump. The patient's family was noted to have differing opinions on risk versus benefit. It was reported the patient had a diagnosis of seizures since 2006 and that the seizures had been worsening. It was reported "though not necessarily attributed to the pump, the decision was made to slowly withdraw and monitor response". The patient's seizures were currently stable, additional medications were on board. It was noted the patient had several medical complications and a severe traumatic brain injury.